Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available. The initial reporter named in block is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
While a company service territory manager (stm) was performing the solenoid driver board field action, the iabp failed the battery run time test. Batteries ran for approximately 90 minutes which is below specification. No patient was involved and no adverse event was reported.

Manufacturer narrative:
It was reported by the getinge stm that the event site biomedical engineer maintains the maintenance of the unit. The event site's biomed replaced the malfunctioning batteries discovered by the getinge stm. The iabp was then released back into clinical use.

Event description:
While a company service territory manager (stm) was performing the solenoid driver board field action, the iabp failed the battery run time test. Batteries ran for approximately 90 minutes which is below specification. No patient was involved and no adverse event was reported.